Manufacturer narrative:
This MDR submitted (B)(6) 2011 references itc complaint #(B)(4). Actual device involved in incident evaluated. Device history record was reviewed. No ncmrs, complaint trends or related CAPA/ncmrs identified. Result: record evaluation completed. Device operated according to specifications. Complaint could not be confirmed. Conclusion: device evaluated and alleged failure could not be duplicated.

Event description:
Healthcare professional reports discrepant results on protime microcoagulation system. Protime generated inr result 1.5. Lab generated inr result 2.2 on the same day. Patient's therapeutic range was not provided. No adverse event(s) reported.